Event description:
A mother reported her son was treated for a acanthamoeba keratitis while using complete moistureplus to care for his vertex sphere soft contact lenses. The reporter indicated that around 2006, while on vacation, the pt began to experience redness and irritation. He removed his lenses, used some visine and didn't wear his lenses the rest of the day. The next day he opened a new pair of lenses, but they were bothersome as well. The following morning, when they were ready to return home, his left eye was swollen and photophobic. He was seen by an ophthalmologist the following morning, where he was immediately referred to a corneal specialist. A corneal ulcer and bacterial infection were initially diagnosed. He was started on medications (names not provided) and there was some resolution, but the specialist indicated that 'something wasn't right.' A corneal scraping was taken without conclusive results. He was referred to another specialist (one familiar with treating acanthamoeba) and the pt was started on chlorhexidine. Another corneal scraping was taken which was negative for both acanthamoeba and fungus. The pt has been under the care of the specialist this past year. He was last seen the in 2007. He was still using chlorhexidine and pred forte. The reporter wsa not sure about his visual acuity, it was perhaps 20/30, but there had been a 'big change' in his vision. The pt has worn contact lenses since since he was younger. He had worn this brand of soft contact lenses for at least one year. He discards his lenses every two weeks and does not sleep in them. His mother indicated that he did shower with his lenses in his eyes and, while on vacation, swam in the ocean and was at a water park prior to the onset of symptoms. The pt rinsed his lenses with the multipurpose solution prior to storing in his case and again before inserting them. He reportedly did not use tap water to rinse his case, but did not clean it either; he allowed it to air dry. The case was discarded every 2-3 months. He had no prior history of eye infections, but reported a hyphema (the result of being hit in the eye with a baseball) in the right (unaffected) eye prior to the onset of symptoms. He has allergies to trees and grasses and uses singulair to treat them. He was not using any other rewetting drops. The mother was able to provide lot numbers for 3 bottles of solution that the pt used. She was unsure of what bottle he used just prior to the onset of symptoms. The root cause has not been established.

Manufacturer narrative:
On may 25, 2007, amo initiated an immediate and voluntary recall of its complete moisturplus contact lens solution in response to information provided that day by the facility regarding eye infections from acanthamoeba. Therefore, this event is being reported as a 30 day MDR. Used for device not yet received. Batch record review for reported lot previously reviewed. All results within specifications. Retained testing in process; results not yet received. FDA antimicrobial effectiveness panel does not require the device to kill organism.